Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "patient developed fast af post induction therefore plan to insert cvp line (had not been planned pre-op) and this was inserted but the guidewire developed a kink when being dilated, so was tight in the catheter when withdrawing. I applied some pressure to try to get it through the catheter as which point it loosened but "unravelled" so came out split in 2 with the j end intact but obvious loss of shape and change in size. Reported to radiology and x-rays done in theatre to ensure no guidewire left behind.". No other consequence to patient.

Event description:
It was reported that: "patient developed fast af post induction therefore plan to insert cvp line (had not been planned pre-op) and this was inserted but the guidewire developed a kink when being dilated, so was tight in the catheter when withdrawing. I applied some pressure to try to get it through the catheter as which point it loosened but "unravelled" so came out split in 2 with the j end intact but obvious loss of shape and change in size. Reported to radiology and x-rays done in theatre to ensure no guidewire left behind.". No other consequence to patient.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.